Event description:
It was reported that 10 smartsite needle-free connectors were blocked/occluded and would not flush/draw blood. The following information was provided by the initial reporter: "not flushing or access to withdraw blood."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/26/2021. H.6. Investigation: one 2000e-04 sample from lot 21015660 was received in open packaging for investigation. Two bd plastipak 10ml syringes were also received to assist the investigation. Residual blood was present in the returned samples. A visual inspection of the returned 2000e-04 samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned syringes to the smartsite component; the piston of the returned sample was initially closed when connected to the returned 10ml bd plastipak syringe, however after applying pressure to the syringe, the piston opened and no further occlusions were identified. A review of the production records for lot 21015660 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 smartsite needle-free connectors were blocked/occluded and would not flush/draw blood. The following information was provided by the initial reporter: "not flushing or access to withdraw blood".